Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection and was treated with vancomycin and cefuroxin. The explantation of the pump was performed due to heart recovery and driveline infection. After explanation was was not possible to wean the patient from the heart lung machine. Decision was to re implant a new heart mate 3.